Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 was fired down on the broad ligament and there was bleeding along the staple line. Another stapler was used to complete the case. There was no consequence to the pt.